Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. Installed a water filled reservoir, primed pump, and programmed with multiple boluses. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. No bolus or delivery anomalies noted during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer treated their blood glucose levels with their insulin pump. The customer stated that there was an absence of a no delivery alarm. The customer was assisted with trouble shooting and but the issue was not resolved. The customer returned the product for analysis.